Manufacturer narrative:
(B)(4).covidien did not perform the repair of the device. The service engineer downloaded software into the customer purchased graphic user interface (gui) printed circuit board (pcb). The ventilator then passed complete performance verification.this report was submitted on 10/26/15, prior to the due date. However, due to issues with the FDA gateway, the report was not received by the FDA. Under the direction of the FDA, this is being resubmitted.

Event description:
It was reported that during patient use, the ventilator's lower display was erratic. There is no reported patient injury or change in therapy as the ventilator was reported to be working properly when the issue was noticed.